Manufacturer narrative:
Device history record review: two complaints were received on this lot. Sample analysis: reynosa requested 1 case of companion samples from this code and lot. A visual inspection was performed and no defects were found. A functional test was performed to all the companion samples in order to find any leak or problem related to this failure mode and no leaks or problems were found during the simulated treatment. The treatments were completed successfully. Conclusion: the reported complaint is not confirmed. No CAPA required; does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.

Event description:
A peritoneal dialysis pt reported that when she opened the door of the cycler, she noticed a fluid leak. There is no report of any further ill effect. Companion samples are available for eval.